Event description:
The pt reported the up arrow key on her insulin infusion device is not properly working. She stated she has been unable to give herself boluses and her blood glucose readings have been elevated. She said her current reading is 436 mg/dl with her target range being 80-180 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.